Event description:
It was reported that the lead was explanted due to sensing difficulty, increased thresholds, and lead dislodgement. No patient complications have been reported as a result of this event. A 3500a was received and further reported that the patient received multiple shocks, there was poorly sensed r- waves, and high ventricular lead thresholds.